Manufacturer narrative:
Image review: three media files were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it was reported that the patient¿s anatomy was severely tortuous. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Fluoroscopy valve load was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. Evidence shows the delivery catheter system being attempted to cross the native aortic valve and unable to. It was reported that further attempts to cross the aortic annulus were aborted; and subsequent angiogram shows evidence of a possible aortic dissection that appears to originate in the non-coronary cusp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter biprosthetic valve, a pre-balloon dilation was performed with a 20 mm balloon. The valve was advanced, however due to severe tortuosity of the aorto-iliac axis and severe aortic tortuosity, the valve did not advance beyond the abdominal aorta. The medtronic guidewire was exchanged for a non-medtronic guidewire and a second non-medtronic guidewire was positioned at the level of the ascending aorta. The valve was attempted to be advanced however was unsuccessful. The valve was removed.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system was received without a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. Deformation was evident at the proximal side of the spindle. A guidewire was backloaded through the device tip and a blockage was felt just past the site of deformation, preventing the guidewire from passing through the device. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation was evident to the remainder of the device. The reported inability to advance could be confirmed through analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis corrected from: "a guidewire was backloaded through the device tip and a blockage was felt just past the site of deformation, preventing the guidewire from passing through the device." To "an in-house guidewire was backloaded through the device tip and a blockage was felt proximal to the spindle, preventing the guidewire from passing through the device." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter biprosthetic valve, a pre-balloon dilation was performed with a 20 mm balloon. The valve was advanced, however due to severe tortuosity of the aorto-iliac axis and severe aortic tortuosity, the valve did not advance beyond the abdominal aorta. The medtronic guidewire was exchanged for a non-medtronic guidewire and a second non-medtronic guidewire was positioned at the level of the ascending aorta. The valve was attempted to be advanced however was unsuccessful. The valve was removed. Additional information was received to confirm an aortic dissection occurred due to the delivery cathetersystem. Unspecified treatment was administered; however, surgery was not performed.